Event description:
It was reported that prior to use, while unpacking it was found that 1 endotracheal tube balloon was leaked, and 1 endotracheal tube was disconnected from the tube wall. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device that was observed by the unaided eye. A s yringe was used to inject 20-cc of air into sample and it failed to fully inflate which would have resulted in the reported event. For further analysis, a leak test was performed on the sample by submerging the cuff balloon and inflation assembly and a leak was noticed in the balloon of the sample. Under magnification, a small puncture was found on the distal end of the balloon along the enclosed lining. Electrically, for additional analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.7 ohms (blue), 3.5 ohms (blue with clear tubing), 3.5 ohms (red), and 3.6 ohms (red with clear tubing); the electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.